Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the hub detached after 35 minutes of use. No information was provided regarding how the procedure was completed. There was no patient injury reported during the event.

Manufacturer narrative:
A visual inspection of the returned fiber found that the tip was still attached, the reported issue could not be confirmed. The glass cap bevel edge and metal cap were not aligned and the glass cap was protruding from the metal cap. The glass cap could rotate independently of the metal cap. Severe devitrification was noted at the output window and severe charred detritus was observed on the surface of the metal cap. There were indications of slight melting on the output window. The outer flow tubing open end exhibited minor scratch marks and there was biological contamination. The damage noted to the device is indicative of normal wear of the fiber tip. The manufacturer has reviewed all the information and determined this event no longer meets the requirement of a reportable event for the device in question.